Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. In addition, it was reported that the pump shut off unexpectedly. Customer declined troubleshooting for this issue with tandem technical support. There was no reported impact to customer's blood glucose level.